Event description:
Describe event or problem: pt death.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 1999 due to causes of epilepsy, unspecified. Underlying cause of death was epilepsy, unspecified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.